Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that there was communication error between host pc and image processing pc(ippc). Fse replaced the host pc, reloaded software and performed the calibration. The replaced host pc was returned for analysis and the part analysis confirmed that there was wrong software/firmware in the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating image storage space was low, which can impact imaging the device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.